Manufacturer narrative:
The reported events of low defibrillation impedance and insulation damage were confirmed. As received a complete lead was returned in two pieces. Visual examination found an external insulation abrasion breaching the right ventricle cable lumen was noted in one location consistent with friction to the device can. The etfe cable coating of both right ventricle cables were abraded and separated the cause of the reported events were isolated to the breached right ventricle lumen and exposed right ventricle cables in the abrasion zone. No other anomalies were noted with the exception of procedural damage.

Event description:
During follow-up, decreased defibrillation impedance was observed on the right ventricular (rv) lead. The event was resolved by explanting and replacing the rv lead. During the procedure, insulation damage was visually observed on the rv lead. The patient was in stable condition.